Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic requested a technical investigation of the epg before using it again. It was also noted that five other devices have been examined because of similar incidences. The epg was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that there was contamination on the battery contacts that needed to be removed. The device was attached to a long term tester, the device passed testing with no electrical anomalies found.